Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported no patient injury occurred.